Event description:
It was later reported the cause of the event was open circuits on all four electrodes and the event was attributed to the lead. It was stated there were impedances greater than 4000 ohms on contacts 0, 1, 2 and 3. It was noted the issue was due to a break in the lead and it was poking out at the base of the spine. Reportedly, the patient had their implantable neurostimulator (ins) and lead replaced on (B)(6) 2013. It was stated the patient had urinary retention. It was also noted the patient¿s lead was found in s4 when the old lead was removed.

Event description:
Follow up information reported that the cause of the event was unknown. Impedance measurements that were taken were within normal limits. No errors were seen with the programmer unit or the programming. No surgical interventions or hospitalizations were reported for the event; however, it was noted that the patient did have a foley catheter placed.

Manufacturer narrative:
Product ID, 3093-28 lot# va01qa5, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional review indicated that the information regarding the device stopping working ¿at least a month ago,¿ concern about pain at the incision site, broken lead wires, high impedance, patient injury, and lead and implantable neurostimulator replacement did not refer to this event and referred to the event reported in MFR. Report #3004209178-2013-19735.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. Patient went into their health care provider's (hcp) office to have their device reprogrammed by a representative and 13 hours later, the patient was in the emergency room unable to void their bladder. It was noted, the patient was given a foley catheter. It was noted, the patient was told to remove the foley by multiple doctors. After the foley was removed, the patient was unable to void again and went to the emergency room again. It was noted, the patient had seen their doctor several times but did not go into their last appointment. It was also reported, the stimulation was in the wrong location. It was noted, the device was in the patient's buttock and according to the reporter the doctor said "the device was not deep enough." The reporter stated "they have not been able to get it right ever since they put it in." The same day it was reported, the patient's implant had been working fine until last month when the technologist reprogrammed their stimulation. It was noted, it was not the manufacturer's representative as the doctor had "refused" to have the representative there. It was noted, the patient had been to the emergency room twice to have a catheter put in because they could not urinate. The reporter noted, the patient wanted to have the device removed if it "didn't work." It was noted, the patient stated "they would take it out themselves." Troubleshooting was attempted but the patient said they would "rather have the stimulator out then try to find a different program." It was also noted, the patient stated, the representative said "not to touch the programmer" so the patient had not used it. Three days later, it was reported, the patient saw the doctor and the doctor said "all four wires are working." It was also noted by the reporter that the doctor wanted to "pull the stimulator out while the patient was awake." It was noted the patient "refused to sign any paperwork to consent to that." It was noted, the doctor had the nurse reprogram the patient but the reporter "did not believe the nurse actually did the reprogramming because it did not work within their buttock and they should have felt it in their inner thigh." It was noted, the patient could feel it in their "butthole." Follow up reported, the patient had severe mental issues which consisted of "cutting themselves and bipolar", the patient was noted as "very unstable." It was also noted, the patient had threatened to hurt themselves and people at the doctor's office. It was noted they would not be contacting the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was later reported the patient said their device stopped working ¿at least a month¿ prior to report. It was also stated the patient had weight loss and wondered if it would affect their device. It was noted the patient had pain at their incision site.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported patient¿s leads had broken and the patient had an injury. It was stated ¿all the lead wires are broken¿ and "after being programmed differently I can feel one lead but it¿s not working at full capacity and the other 3 leads are dead.¿ it was noted the patient was going to have their lead wires replaced on (B)(6) 2013. The patient stated their amplitude was at 8.5 volts and it was too high and they were knocking it down one. It was noted ¿it¿s been like this for a couple months" and their leads were "not put in deep enough". Reportedly, the patient¿s wires could be felt through the skin since implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's device stopped working in the past, around (B)(6) 2013, and it was stated it was because the device was on the wrong setting. The patient stated the nurse did not program the device correctly. It was noted they got assistance with their programmer through the manufacturer representative and changed the program and were able to get their device back to working. Reportedly, this caused the patient to go to the hospital and get foley catheters because of urinary retention. It was noted this went on for months. It was also reported the patient's wires could be felt through the skin since their implant and they were told the only way to fix the issue was to go in and implant them deeper. It was stated this was not causing them an issue with the device. It was noted the patient said it was due to low body weight. It was stated the patient had been told their leads were not put in deep enough. It was also reported the patient thought their stimulation was programmed too high and painful and they had a "pounding" sensation in their vaginal area. It was noted on one occasion the patient had not urinated for 12 hours so they went to the emergency room and they inserted a foley catheter. The patient stated they had a "smaller urethra" and it had been enlarged one time. It was noted the patient had 80 percent symptom reduction during their trial so they knew the stimulation could work but they thought their nurse was programming them wrong.